Event description:
It was reported that the patient experienced severe pain and shocking sensations in the groin area since turning the stimulation back on. She turned her stimulation off and the pain resolved. She had increased her stimulation since she had been "sitting in a pool of urine recently." Further information has been requested from the hcp.